Event description:
It was reported that during an unknown surgery the blade malfunctioned and broke off the hand piece into the pt, but the blade was retrieved. Case completion unknown. No further pt consequence.